Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has low volume and hot to the touch. It is unknown if the device was in clinical use at the time the reported issue was discovered and it is unknown if there was any harm to the patient or user.